Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration, part # 657338 and serial # (B)(6). Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 07jul2020 to 07jul2021. Complaint trend: there are 2 complaints related to the issue of a spray of fluid not contained within the instrument; date range from 07jul2020 to 07jul2021. Manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a misaligned aspirator arm. The aspirator arm is located beneath the sit and aspirates the fluid that leaks from the sit so that the leakage is contained within the instrument. The customer reported the leakage due to the aspirator arm supposedly overflowing and not containing the fluid from the sit flush. An fse (field service engineer) was brought onsite to repair the instrument, and they found that the leakage was not due to an aspirator arm clog, but rather due to a misaligned aspirator arm. The fse cleaned the aspirator arm, properly aligned it, and ran several sit flushes. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested with a cst and 7 color test, and was returned to the customer functioning as expected. Although there was a leakage of waste, the customer confirmed that they did not come in contact with the leaked fluid and were not harmed in any way. Additionally, while there was a spray of fluid not contained within the instrument, the spray was not to a degree to significantly increase the risk of exposure to the customer. This instrument was not being used for clinical diagnoses during the incident, and thus did not have an impact on any patients or patient samples. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2017. Defective part number: n/a. Work order notes: subject / reported: aspirator arm clogged. Problem description: aspirator arm clogged. Work performed: aspirator arm removed and cleaned. Arm itself was not clogged; it was not directly lined up under the sip, causing spillage when sit flushing. Aspirator arm reinstalled and aligned so that the hole is under the sip and no spillage seen. Several consecutive sit flushed done with no issue. Performance check with cst and 7-color setup passed. Instrument is operational. Return to service. Cause: aspirator arm not aligned with sip, causing spillage from missing the aspirator hole. Solution: realigning the aspirator arm resolved the issue. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Item: 3.1.12. Hazard: potential leakage cause: potential lack of workmanship during assembly harmful effects: potential biohazard exposure. Risk control: qualification and first article inspection. Implementation verification: vp #11392. Effectiveness verification: vp #11392 report. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: afap. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a misaligned waste aspirator arm. Conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a misaligned waste aspirator arm. The customer reported that the leakage was from an overflowing aspirator arm, but the fse found that the issue was not that the aspirator was clogged, but that it was misaligned. The fse cleaned the aspirator arm, aligned it, and ran several sit flushes to confirm the aspirator arms operation. The instrument was then tested with a cst and 7 color setup test and returned to the customer functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Event description:
It was reported that while using bd facscanto¿ unspecified fluid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Unknown. 4. What was the fluid that leaked/spilled? Unknown. 5. What is the source of leak/spill? (Waste or non-waste line) unknown. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ unspecified fluid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Unknown. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.